Event description:
Underdelivery reported. The pump was in home care use to infuse a tpn solution of 1880ml at 170ml/h over night. The patient reported that over a period of one week, approximately one-third to one-half of the programmed amount did not infuse on a daily basis. The pump would indicate that the infusion had completed as expected. There were no adverse effects to the patient. No additional information was available.